Event description:
It was reported that sensing noise was observed the right atrial (ra) lead. Lead damage was suspected. Abbott technical support was contacted and recommended reprogramming, which was performed to resolve the event. The patient was stable and there were no adverse consequences.